Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a new cartridge with 480 units of room temperature insulin and received an accurate fill estimate of over 300 units of insulin in the cartridge. The customer's blood glucose (bg) level was 400 mg/dl and the customer was unsure of the suspected cause. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Reportedly, the customer declined to change the site. The customer changed the cartridge and resumed insulin delivery. The bg level was addressed with a bolus via the pump.